Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon burst some time during use. A new catheter was placed successfully. Per additional information from the ibc via email 17jan2020; there were no missing pieces to the burst balloon.